Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the handle got stuck twice in the middle of the stapling during a laparoscopic procedure resulting to incomplete staple line distally. Another device was used to complete the case. There was no patient injury.